Event description:
It was reported that deployment of the proglide sutures were attempted in a moderately calcified common femoral artery using the preclose technique before an interventional procedure. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 9fr sheath. Reportedly, the suture engaged with the anterior wall and snared plaque 1-2cm distal to the deployment site. Initially, it appeared that the footplate had opposed to the arterial wall correctly as distal flow had ceased. This was not maintained and acute vessel closure was evident where the suture had engaged. Physician then decided to re-access groin area by going up and over, ballooned the femoral groin and placed a stent to keep the vessel open. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.